Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip procedure on (B)(6) 2018, and a barbed suture was used. During the procedure, the doctor was starting to suture fascia tissue, in a continuous loop, and the suture separated from the needle. A second like suture strand was used to complete the procedure. There were no patient consequences reported. No additional information was provided.